Manufacturer narrative:
Visual examination of the returned mesh of the advantage fit system revealed that the mesh appears stretched and there is blood and tissue residue. The stretching most likely occurred during removal. The delivery device was not returned. The investigation concluded that this complaint is associated with a product that meets design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. Therefore, the most probable root cause classification for the reported failure is operational context.

Event description:
It was reported to boston scientific corporation that an advantage fit was used during a vaginal sling procedure performed on (B)(6) 2015. According to the complainant, during procedure, the sling was noticed to be twisted after the blue centering tab was cut. The physician adjusted the mesh to correct its position. Upon follow up on an unknown date, the physician found out that the mesh was still twisted. Consequently, the patient was scheduled for removal of sling and re-implantation of another advantage fit on (B)(6) 2015. The procedure was successful and there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The exact age of the patient is unknown, however, it was reported the patient was over 18 years. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage fit was used during a vaginal sling procedure performed on (B)(6) 2015. According to the complainant, during procedure, the sling was noticed to be twisted after the blue centering tab was cut. The physician adjusted the mesh to correct its position. Upon follow up on an unknown date, the physician found out that the mesh was still twisted. Consequently, the patient was scheduled for removal of sling and re-implantation of another advantage fit on (B)(6) 2015. The procedure was successful and there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.